Event description:
A report was received that the patient was experiencing discomfort in the cervical spine and forehead. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was not pursuing an explant but was considering removal of the epidural lead since this has not been used.

Event description:
A report was received that the patient was experiencing discomfort in the cervical spine and forehead. This was the patient's pre-existing pain. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.